Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap esophagectomy, the clip was not formed properly when the device was fired on the blood vessel. Then, the device was removed from the patient and checked outside the patient. As the clip came off,the clip was removed. Then, the device was fired on the blood vessel again. However, the deployed clip was not formed properly and unstable. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.